Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: e, g2 (correcting initial report), h6: clinical codes, component code, types of investigation and investigation findings code. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H10. Updated/additional information ¿ g1. G2. G4. H6. The revision reported may have been the result of pain and femoral stem loosening that occurred over approximately 3 years and 9 months of use. The stem loosening may have been the result of an insufficient bond between the femoral stem and the femoral bone, which likely contributed to the reported pain. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Manufacturer narrative:
Concomitant medical products:¿ integrip cc, cluster 54mm, g2 (cat# 186-01-54 / serial# (B)(4). Nv gxl liner neutral, 36mm ID, group 2 cups (cat# 130-36-52 / serial# (B)(4). Biolox delta femoral head, 36 mm (cat# 170-36-03 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, on or about (B)(6) 2018, patient underwent a left hip arthroplasty due to severe osteoarthritis in his left hip. Following the left hip arthroplasty, patient presented to surgeon complaining of left sided hip pain. An x-ray examination of patient's left hip was ordered and showed a lucent line about the femoral stem of the left device. Importantly, surgeon noted that patient's left femoral stem was "grossly loose." On or about (B)(6) 2022, patient underwent left hip revision surgery due to aseptic loosening and a failed left total hip arthroplasty. Surgeon specifically noted in the revision operative report that "the stability of the [femoral] stem was checked and found to be loose".